Manufacturer narrative:
Insulin pump alarmed a64 during self test. Problem isolated to y1/ rf board. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained about medtronic, which the company may not have been able to fully investigate or verify prior to the date the a was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This a does not as an admission or a conclusion by FDA or its employees that a device, medtronic, or its employees caused or a to the event a in the report. In a, this a does not constitute an admission by anyone that the product in this report has any "defects" or has "malfunctioned". These a are included in the FDA 3500a s a are fixed items for selection created by the FDA, to categorize the type of event a for the purpose of reporting pursuant to a 803. Medtronic a to the use a these word and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received rf pic failed selftest. The customer¿s current blood glucose was 318 mg/dl. Customer reported that they were able to clear the alarm. Customer also reported insulin pump did not require rewind. Customer able to complete rewind. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and customer refer to back-up plan. The insulin pump will be returned for analysis.